Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim and medical records received. After review of medical records patient was revised to addressed failure of right total hip replacement with metallosis. Operatives notes indicated that patient had pain and swelling several years. Cobalt and chromium levels were elevated. A large amount of fluid in the joint was noted to distend the capsule but the surrounding muscle and soft tissue appeared healthy. There was some visible but mild metallic tissue staining and the synovial fluid was clear was cloudy. A mild fretting of the trunnion was noted. Cup was removed with a minimum of acetabular bone loss. Doi: (B)(6) 2008; dor: (B)(6) 2021; right hip.